Manufacturer narrative:
This file and report were opened to document a historical event which took place in 2008 and 2009 and was not previously reported to mitek. If and when appropriate, a follow up report will be filed.

Event description:
The patient called to report the following: the patient lives in (B)(6), however, she had a tmj procedure performed with the use of a mitek anchor for fixation by dr. (B)(6) at (B)(6) in (B)(6) on (B)(6), 2008. Both tmj's were repaired (left and right sides). Within 2 to 3 months the patient developed a series of conditions: headaches, bite changes, dizziness, nausea, ear pain and memory loss. Initial complaints to surgeon were diagnosed as potential reactive arthritis. Follow-up test at another facility for reactive arthritis proved negative. Patient prescribed a series of treatments: antibiotics, therabite therapy (sic) treatments under sedation and hypnosis. Mris taken and osteolysis diagnosed. On (B)(6), 2009 the patient underwent a 2nd surgery. At this second surgery, the surgeon, dr. (B)(6), removed the mitek anchors and performed a tmj replacement surgery. Implant mfg unknown at this time. Surgeon stated to patient that he had discovered some granulation in the area; however, he did not have any lab test done. Patient has had problems with the tmj implants. Has been to an allergist and says that she is allergic to all of the materials in the implants. Surgeon told patient that she probably developed the allergies with her alleged reaction to the mitek implants. Patient was never screened for possible materials reactions prior to either surgery. Patient to contact mitek with further information and details: such as mitek product information, i.e., catalogue and lot number, any test results, surgical notes and specific dates of treatments. We can find no evidence in the mitek complaint's system that this issue was ever reported to us prior to this. Narrative driven by phone conversation with the patient.